Event description:
A rotator cuff repair procedure was performed with a soft tissue suture anchor. The head of the anchor broke free from the anchor body during insertion into the bone. The body of the anchor remained in the bone. A second anchor was used to complete the repair. Surgical delay was approximately fifteen minutes. No pt injury or further procedural complications were reported. Due to the nature of the break, the remaining anchor portion would be buried in bone and unlikely to present a risk/hazard to the pt.